Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be no communication which caused a gap in between logs. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable due to a change from a complaint of loss of connection to cgm getting readings but follower app not displaying data. This is now a non-reportable complaint. Please disregard initial reporting under MFR# 3004753838-2018-48771.